Event description:
It was reported that an insulation breach and conductor fracture was observed visually. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device meets or exceeds 15 years of service, and no patient complications or injuries were indicated. Past experience and user facility communication establishes this is an expected end-of-life condition. No user facility follow up will be done.